Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An 8 x 40 mm powerflex extreme pta dilatation catheter was inflated in a cephalic vein to 18atm (atmospheres), then repositioned and inflated once more to 20atm when it ruptured. The procedure was successfully completed with a non-cordis pta dilatation catheter. There were no patient injuries. The balloon was safely removed from the patient, and there was no further incident. The procedure was successfully completed with a non-cordis pta dilatation catheter. Additional information was received and the device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio was 50/50. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter has never in an acute bend. The lesion characteristics are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17521813 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event according to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that an 8 x 40 mm powerflex extreme pta dilatation catheter was inflated in a cephalic vein to 18 atm, then repositioned and inflated once more to 20 atm when it ruptured. The procedure was successfully completed with a non-cordis pta dilatation catheter. There were no patient injuries. The balloon was safely removed from the patient, and there was no further incident. The procedure was successfully completed with a non-cordis pta dilatation catheter.